Event description:
Pt's new triple lumen catheter was found with fluid leaking out approx 15 cm from catheter tip. Physician was notified and the catheter replaced with a new catheter. Visual inspection of leaking catheter revealed a crack immediately below junction of triple lumens. Staff denied piercing catheter while suturing in place.